Event description:
It was reported that the device was not capturing despite the high output. They also noted that the device only lasted 2 years. The lead was dislodged and was repositioned. The device was explanted and replaced per physician judgement. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the device was returned and analyzed and no anomalies were found. (B)(4) - the lead was not returned for analysis. We did receive performance data collected from the device and have analyzed the data. There was high resistance/impedance. (B)(4) high impedance paces were recorded post lead warning on (B)(4) 2012.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the device was returned and analyzed and no anomalies were found.